Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was no haptic on the preloaded intraocular lens (iol) and it was discovered after insertion into patient's operative eye. The lens was removed and another lens of same model was used as the replacement. There was no harm to the patient. No other information was provided.

Manufacturer narrative:
Additional information: upon further review of the file it was noted that a follow-up report is required per new information received. Therefore, this supplemental filing is to update the following fields: section a2: age/date of birth: 12/31/1941 section a3: gender: female section b5: the eye affected was the right eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 31, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half with a haptic detached. The lens was cleaned and, no further issues could be observed with the lens. Visual inspection of the handpiece revealed that there were no issues associated with a detached haptic, and the detached haptic could not be found inside of the handpiece. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.